Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain and vomiting are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the reported event of pain as follows; "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, and port site pain." Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."

Event description:
Reported by the patient as: "I don't think I can handle one more day of vomiting. During some exercise and when I try to sleep, I have pain in the area of the port." Further follow up from the patient notes that the lap-band was removed. It was "nearly impossible" to "keep any real food down. Plus every time I moved a certain way it was painful where the port was."